Event description:
The customer received a blood glucose reading of 44mg/dl on the contour next link 2.4 and she felt low. Customer was advised to return the strips for investigation. New meter and strips were sent to her.